Event description:
Biomed stated table was 1/2 way up with pt on table -table dropped. This is the 2nd time this occurred. No injury to pt.

Manufacturer narrative:
The exam table was examined by an independent service tech. The device was inspected and found to be functioning as intended. The service tech believes the back of the device was contacting the wall. If the back of a table is in contact with the wall, the back will raise by the cylinder all the way up, but when lowered, it contacts the wall on the way down and may stop via friction from the wall. The cylinder continues to lower to its lowest most point, and the back is still raised approx 2-3". The back will then drop to the lowest most position if pressure is applied.